Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support as they decided to revert to using an alternate pump for insulin therapy, therefore no additional information was obtained.